Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Refer to MFR report # 1627487-2014-08326. It was reported that the pt's scs system stimulation is not covering her pain. An sjm rep met with the pt but was unable to provide effective stimulation through reprogramming. X-rays taken showed that the pt's leads were positioned close to midline. Surgical intervention may take place at a later date to address the issue.